Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture, could not determine if the incident product met specification. The picture showed the patient. The pad was not pictured. The investigation could not identify any defects with the pad that would have contributed to the reported event. The customer is advised to return the incident device, so a complete evaluation can be performed. The investigation did not identify any defects that would have contributed to the reported failure. The instructions for use (IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device caused patient skin reaction. Based on the photo provided, the patient's skin was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid resection, the device caused patient skin reaction that led to bleeding after it was placed on the patient's left thigh though the skin was still fully jointed but the skin was loose. The patient subsequently changed the dressing in the department and was discharged to change by home nurse every 3 days. Based on the photo provided, the patient's skin was torn.